Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple altitude alarms occurred. Customer was not outside of the labeled operating altitude range. Customer's blood glucose level was 132 mg/dl. Reportedly, the customer was able to reload the cartridge, clear the alarm, and resume insulin therapy. Additionally, the customer reported that the pump volume annunciated a faint tone. Reportedly, the customer continued using the pump for continued insulin therapy.